Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported loss of suction with two patient interfaces. There are two related reports. This case references 1 of 2. Additional information has been requested.

Manufacturer narrative:
An incorrect method code was reported on manufacturer report number 2021-41800 and the correct code is being reported on this manufacturer report. The system manufacturing device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).